Manufacturer narrative:
This report is being updated to provide updates to the investigation findings. New information is reported in: b1, d8, e1, e2, e3. Corrected information is reported in: h10. Olympus has determined that the data of culture test by the third-party labs was not effective to investigate relation between patient infection and the subject device due to the following points:. ·more than 10 days have passed from the procedure by the time the culture test was performed. Since clostridium perfringens, the detected microorganism from the patient, is anaerobic organism, it is possible to the microorganisms died when it was exposed to oxygen over 10 days. ·to more accurately determine the relationship between patient infection and the subject device, it would have been preferable to culture in for clostridium perfringens and haemophilus parainfluenza, both microorganisms detected in the patient's cultures. However, this was not requested from the third-party lab, and as a result, culture test was performed only in aerobic culture. Points of consideration: olympus was not able to definitively determine the relationship between positive culture test and the subject device. ·biopsy channel inner wall coloring and biopsy channel kink were confirmed as nonconformities of the subject device. Relationship between the nonconformities and detected microorganism was unknown. ·the device failed leakage test. However, from where the leakage occurred was unknown. Based on statement of the physician at the facility, olympus determined it was not likely there was a relationship between patient infection and the subject device.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The result of culture test performed at the third-party lab: the air/water channel grew: bacillus malikii, the biopsy/suction channel grew: bacillus niabensis, it is confirmed, the detected microorganisms from the subject device were different from the microorganism detected from the patient. Olympus performed a visual inspection on the device in received condition by using an olympus boroscope to inspect the channels. The instrument channel was inspected and noted a brownish stain inside the channel from the bending section side. The channel was further inspected and noted a kink inside the channel from the bending section side. The suction tube was checked and noted a tear mark. The suction channel was checked with no evidence of internal damage and or foreign material. A cosmo leak test was performed and the scope did not pass the leak test. The scope was purchased on (B)(6) 2017 and the last time the scope came in for service was (B)(6) 2019. Conclusion: since the detected microorganisms from the subject device were different from the one detected from the patient, cross-contamination was not confirmed. Since the result of the culture test by the third-party lab was positive and stain was confirmed from biopsy channel, we presume the cause of the event as follows: reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing.

Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation, and has been shipped to a third party laboratory for culture, after which olympus will conduct a physical evaluation of the device. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported two days after having an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope, the patient developed left septic knee prosthesis requiring medical and surgical intervention. Details and sequence of events as follows: the scope used has passed the arrowsite and protein check evaluations both before and after the procedure. (B)(6) 2021: outpatient ercp was performed using an evis exera ii duodenovideoscope for the indication of abdominal pain, common bile duct stone/sludge. The procedure was uncomplicated. The patient did not receive any antibiotics in endoscopy prior to the ercp. (B)(6) 2021: the patient presented to the emergency room with fever and left knee pain. On (B)(6) 2021, anaerobic blood culture was positive for clostridium perfringen, and the aerobic blood culture bottle was positive for haemophilus parainfluenza. Urine culture had no growth. (B)(6) 2021, left knee surgical culture and body fluid culture grew: few clostridium perfringens. The patient had high spiking fevers to 101.8 degrees fahrenheit on admission with an elevated white blood cell count of 19 thousand. A knee aspiration was performed and revealed pmn of 109,000. She was taken emergently to the operating room that same day by for a left knee irrigation and debridement with cultures being sent off. She eventually grew clustered perfringens in blood culture as well as in the left knee joint. She also grew haemophilus parainfluenza only in the blood culture. She was treated empirically with cefepime and then changed to ceftriaxone and flagyl until sensitivities came back. She had a history of penicillin allergy but did a penicillin trial which she tolerated well, and she was switched to unasyn and clindamycin. (B)(6) 2021: the patient underwent a repeat irrigation and debridement including a radical synovectomy as well as polyethylene exchange and closed over vancomycin powder. The patient tolerated both procedures well without complications and was transferred to home for further IV infusion care for a minimum of six to eight weeks, and deep vein thrombosis (dvt) prophylaxis of aspirin (a.s.a.) 325 mg twice a day. The customer stated they are fairly certain that the scope had nothing to do with the infection in the knee, but further stated there is slight concern however because the patient's blood culture grew the same microorganism as the patient's knee culture. The customer suspects that the patient had indolent infection for longer period of time and seeded her knee, and thinks the patient became transiently bacteremic during the procedure (as is typical of all patients with biliary pathogens) and had positive blood cultures as a result.